Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed that all four needles were deployed in the hub and needle back-down had not been performed. There were no needle strike marks. Both sutures remained in coiled suture lumen. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that it was not possible to retrieve all the needles during attempted suture placement in a moderately calcified common femoral artery using the preclose technique prior to an endovascular abdominal aortic aneurysm procedure (aaa). Needle backdown was successfully performed and the device was removed. A second prostar xl device was deployed using the preclose technique for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the second prostar xl sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the prostar xl device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.